Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot#: va17p0m, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was calling for assistance with confirming stimulation was off. They stated one of their wires moved from their spine because they had a bubble and they were getting zapped down their leg. They stated the bubble is about half an inch, kind of raised, above the hip, they could kind of move it, and it was red. They noted nothing was sticking out of the skin. They did not report any trauma or activity leading up to the event. They had reduced stimulation to 0.0, but they were still getting the zapping sensation. They reported they had left a message for their healthcare provider and they were still waiting to hear back. No further complications were reported or anticipated.